Manufacturer narrative:
The event occurred in (B)(6). Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and the results were within the product specifications. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: all by the customer programmed boluses and basal rates were successfully delivered by the pump. The problem mentioned by the customer could not be reproduced. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.

Event description:
Patient reported experiencing elevated blood glucose readings two weeks ago while travelling. Patient stated he attributed the elevated readings to his trip at the time but once he got home they continued to run high. Patient reported readings have been around 23 mmol/l (414 mg/dl). Patient's normal blood glucose range is 5-10 mmol/l (90-180 mg/dl). Patient stated he has been treating the elevated readings with boluses but they have not gone down. Patient reported he called the hospital and was told to go on injections. Patient stated his blood glucose level went back to normal range after going on injections. Patient reported he did a bolus while not connected and insulin did come out. Patient alleges the infusion device is not delivering insulin accurately. Patient stated he is not questioning the blood glucose monitoring device. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).